Event description:
It was reported that after an lsh procedure, same day post op, they had to go back in and open the pt because the pt was bleeding internally. Had to give the pt 4 units of blood. Was not told how they knew the pt had internal bleeding. The uteri was bleeding, unk how the bleeding was controlled. Adequate hemostasis was achieved when the original procedure was completed and no device related issues observed during the original procedure. No device returning.

Manufacturer narrative:
Info not available, device not returned for analysis.